Manufacturer narrative:
D6al date of implant is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient's ipg was explanted and replaced due to becoming inoperable.

Manufacturer narrative:
The reported event was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.